Event description:
It was reported that the patient presented with no symptoms. Upon interrogation, the implantable cardioverter defibrillator showed oversensing on the ventricular channel. Several stored episodes of non-sustained right ventricular oversensing were observed. Upon review of the episodes, it was suspected these episodes were caused by either far-field p-wave oversensing or myopotential oversensing. Programming changes were made. The patient did not experience any symptoms.